Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had vertical lines that ran across the left side of the touch screen that made the touch screen difficult to view. Customer's blood glucose was 350 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.